Manufacturer narrative:
Analysis of the surgn cart 9735665 stealth s8 premium (serial #: (B)(4)) found that the work order was passed. Analysis of the camera cart 9735670 stealth s8 basic (lot #: n07426198) found that when using a functional tester, the camera cart could not establish camera communication even though the camera had power. Upon further inspection, it was found that there was physical damage to cable m704430b138 on the 90° end, continuity was tested and pins 1 and 2 were open. It was noted that the damage seemed to be from sliding the chassis in and the ferrite on the cable getting caught on an edge of the chassis. It was also noted that the cart wiring was mis-routed behind the chassis brace and caused stress to some cable ends. Product event summary #s8 localizer not connected product analysis #(B)(4): mnav comment subject: work order (B)(4). Mnav comment ID: (B)(4). Mnav comment: summary: work order passed other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that when trying to set up the s8 for a case, they received a localizer not connected error. Issue was found before the patient was present.